Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the e-200 generator. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that errors were occurring on the e-200 generator. The troubleshooting began by confirming that there were no open service requests or error logs for the two related systems on the current day. Information about previous errors on the e-200 generator was noted, and a work order was opened to facilitate further follow-up. The procedure was completing as planned with no reported injury.